Event description:
Alleged event: the surgeon could not achieve proper ligation of the clips. The patient's condition is reported as fine.

Manufacturer narrative:
The device history review for the product conmed 5mm automatic clip applier, lot#73e1400037 investigation did not show issue related to the complaint. The manufacture will continue to monitor and trend related complaints.